Manufacturer narrative:
Additional customer contact information was provided for (B)(6). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period. A cr/CAPA/scar/ncmr review was conducted for the two year period oct 2019 through sep 2021. A CAPA was identified for the reported failure mode ¿battery short run time¿ and product ¿cs300¿. The CAPA was addressed under a CAPA request and no escalation to CAPA is required.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/213): during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the batteries failed the runtime test. The replacement of the batteries were ordered and the fse replaced the batteries. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery test. There was no patient involvement, and no adverse event reported.